Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found a weak pull force on plunger clamps 2, 4, 5, and 9, and weak hold force on collets 1 and 2. Replaced weak plunger clamps and collets. The instrument was tested without further problem and was returned to expected operation.